Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. They shut down the mobile view station (mvs) and image acquisition system (ias), then they unplugged the mvs power cable from the wall for about a minute. They rebooted the mvs and the system after about 15 minutes and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a spinal fusion. It was reported that an error message appeared on the mobile view station (mvs) "an error occurred that may have damaged the system's integrity". The site could not boot up the mvs. The site called technical services (ts) who told them to reboot the system twice, waiting 3 minutes before start up but the message was still present. Then ts told them to remove the power cable from the wall for 1 minute and reboot after 15 minutes the issue was resolved. There was less than an hour delay in the procedure. No impact on patient outcome.